Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -08.00 device evaluated by manufacturer? No - device not returned. (B)(4). Method code(s): evaluation method: lens work order search results code(s): evaluation results: a lens work order search revealed there was one similar complaint within the work order. Conclusions code(s): (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 -08.00 diopter implantable collamer lens in the patient's right eye on (B)(6) 2015. On (B)(6) 2015, excessive vaulting with significant reduction of indo-corneal angles was noted. The lens was explanted and exchanged for a shorter lens on (B)(6) 2016. This resolved the problem. See MFR. # 2023826-2016-00215 for left eye.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in liquid in lens case/vial. Visual inspection found that haptic was broken and bent. (B)(4).